Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 2011 and mesh was used. The patient presented with possible recurrence, confirmed by the surgeon. The patient underwent repeated hernia repair on (B)(6) 2011. The surgeon stated that the fixation did not hold and the hernia had recurred laterally. The surgeon completed the repair with a different fixation product.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.